Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had received a shock. The patient felt lightheaded before therapy was provided. The reported charge time was 10.8 seconds. A manual capacitor reformation was performed and the charge time was 18.9 seconds. Additionally, noise had been observed on the atrial channel however there was not an atrial lead implanted with the device. Boston scientific technical services (ts) discussed programming atrial sensitivity to least. The device remained in service and was later explanted due to normal battery depletion and was returned. No adverse patient effects were reported. Initial analysis completed in our post market quality assurance laboratory found the device declared end of life (eol), however had not declared elective replacement indicator (eri) prior to eol.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.